Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and replaced the pneumatic module to resolve the gas loss issue. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that prior to use on a patient the intra-aortic balloon pump (iabp) alarmed with gas loss in iab circuit. There was no patient involvement, and no adverse event was reported.